Event description:
It was reported that during an lap anterior resection procedure, the device was placed on the bowel, closed, and fired. There was resistance but the surgeon fired through the resistance and the jaws jammed closed. To remove the device, a mini-laparotomy was made (later to be a stoma site) and the device was cut out outside the patient. Upon inspection of the device by the rep, the jaws were forced open and it was apparent that the device had not been fired fully and two staples were present. The surgeon had fired through the safety lockout. The case was converted to open and approximately 60 minutes were added to the procedure time. The patient is okay. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.